Manufacturer narrative:
The reported device was not returned for evaluation despite multiple attempts to have it sent; therefore, an evaluation was not possible. The complaint cannot be verified and a root cause is unable to be determined. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A complaint history review revealed no prior complaints have been received for this device and failure mode. A risk analysis was performed and found to be acceptable. The instructions for use advise the user of the following. -inspect all equipment for proper operation. -ensure all attachments and accessories are correctly and completely attached to the handpiece. -the shaver blade or bur must be within the distention fluid of the joint or damage will result. -always inspect for bent, dull or damaged burs, blades or drill bits before each use. Do not attempt to straighten or sharpen. -do not use burs for plunge cutting. This incident will continue to be monitored through the complaint system to assure patient safety.

Event description:
A user facility reported that during a hip arthroscopy an el9101 broke and split in half at the end of the procedure. Despite several attempts, additional information about patient status and the event have not been provided by the reporter. The procedure was completed as planned, an alternative device was not necessary and no patient injury was reported. This report is raised on the basis of a device malfunction with potential for injury with recurrence.